Event description:
Received 3500a from user facility - pt received ultrasound treatment to left shoulder. 1mhz, 1.25 watts per square centimeter, continuous mode, 4 minutes treatment time. Four days later treated for second degree burn that developed approx 1 hour after treatment.